Event description:
It was reported that one of the abutments was fractured. It coould not be removed from the patient¿s mouth. Fracture of balance abutment and prosthetic screw fractured inside the abutment.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.